Manufacturer narrative:
Device 1 of 4. E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a leakage issue with 4 infusion sets. The sets were new, and there was no stress or pull on the tubing. The leak was at the site. The patient had high blood glucose (bg) levels, with a current value of 200 mg/dl. The patient took a bolus from the pump. The patient had been using the insulin pump system within 48 hours of the reported high bg event. The patient was able to change the infusion set. No further information available.